Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s recharger was broken and wasn¿t recharging starting on (B)(6) 2017. The patient wasn¿t feeling stimulation and was in a lot of pain. The pain had started on (B)(6) 2017 and had gradually gotten worse on (B)(6) 2017. The patient reported that her stimulation was completely dead, but it was clarified to mean that her implantable neurostimulator recharger was dead. The patient then said that her recharger is completely charged all of the time. She put the implantable neurostimulator recharger over the implant and the patient said that it was completely charged, but a little bit dead. The patient said that stimulation was not powering on, but it showed that it was charging. There was a green light on the desktop charger and the patient stated that she could always see that. The silver connector pin was not bent or loose. It was recharging, but she was not getting any stimulation, but it was fully charged. After troubleshooting, the patient said that stimulation was on and the implantable neurostimulator recharger was working. It was verified that the recharger was coupled with stimulation with full coupling bars. The patient said that the battery was about half for the implant and she was now feeling stimulation. It was reviewed with the patient that the stimulation may not have been working because the battery was too low, but now the charge was high enough for it to work at the time of the report. Troubleshooting resolved the issue. No further complications were reported or anticipated.